Manufacturer narrative:
(B)(4).

Event description:
It was reported that an early sensor shut off occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be early sensor expiration. The reported event of an early sensor shut off is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.